Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported for left side "local pain, hyperemia, intra and extra capsular rupture", "does not want to replace the prosthesis due to present symptoms of local pain, discomfort upon performing physical activity and insecurity in relation to the new implant", "presence of folds without signs of leakage", "the presence of a small amount of free silicone between the major and minor pectoral muscles", "left implant with loss of contour in the inferior and posterior aspect of the implant with signs of leakage of its contents, inferring extracapsular rupture", "sections show the prosthesis capsule showing a slight metaplasia of the synovial fluid." The device has been explanted.